Manufacturer narrative:
Failure analysis noted that the pump had a motor error alarm during rewind due to corroded motor home switch. Analysis was unable to verify motor position encoder error alarm due to constant motor error alarm during rewind. The pump was received with cracked battery tube threads.

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 215 mg/dl. The customer states the motor error is reoccurring. The customer states the pump was not exposed to a high magnetic field and the drive support cap appears intact. The customer stated they don't recall a motor position encoder error alarm. Troubleshooting was not able to resolve the issue. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.